Event description:
A nurse reported that during cataract surgery, aspiration stopped. The staff increased the aspiration parameters and noted the screen was frozen. The system then began smoking and caught on fire. The system was removed from the operating block and the procedure was completed manually. Because of lens subluxation, the surgeon reported the use of a scleral incision and there was no change in the intraocular pressure during the surgery. The surgery time was prolonged by 30 minutes. Add'l info indicated the pt experienced hypotonia and a choroidal detachment postoperatively. The current status of the pt is unk. Further info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).